Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and the caller successfully managed to start their sensor session without encountering the error again.